Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated the alarm did not occur during manual prime. The customer stated that one time he tried to prime, and it would not prime. The insulin pump will not be returned for analysis.